Event description:
It was reported that the patient went to the hospital because the artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed in which the cuff was removed and replaced as it was confirmed that there was a crack in the cuff connecting tube. The cause of the crack was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned cuff underwent a thorough analysis. The cuff was visually and microscopically examined. No anomalies were found with the component. The cuff passed leak testing. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that the patient went to the hospital because the artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed in which the cuff was removed and replaced as it was confirmed that there was a crack in the cuff connecting tube. The cause of the crack was not detailed by the hospital. No patient complications were reported.